Event description:
A mediastinoscopy and right side video-assisted thoracoscopic surgical exploration, and pneumonectomy were performed. The surgeon was preparing for closure, using the stapler at the pulmonary artery. After firing, bleeding was noted from behind the lung. The patient was placed on cardiopulmonary bypass requiring full heparinization. The pulmonary artery was found to be wide open with no staples on or near the vessel. The edges were re-approximated and a ta-30 vascular load stapler replacement cartridge was used to staple the artery which was then over sewn. The patient was removed from bypass, and the surgery completed. This extended the case by approximately 2 hours.